Manufacturer narrative:
The device was not returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulty cannot be determined. The subsequent treatment is due to the circumstances of the procedure. In this case, it is possible the non-rail was inadvertently pulled tightening the knot, which then caused a higher tension applied when attempting to advance the knot inducing the separation; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the bilateral access sites: right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a large-bore artery (>8f) sheath hole prior to a transcatheter aortic valve replacement procedure. The sutures of two proglide devices were successfully placed. The sheath was upsized to less than or equal to 10f sheath and the procedure was completed. Reportedly post procedure on the rcfa, the first deployed proglide was tightened and the suture cannot be pushed down in order to tighten the knot. It was attempted to push it down but unfortunately the suture breaks. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.